Event description:
Patient to hospital for routine urethral stent replacement which the patient usually has replaced every three months. The patient was previously seen in may 1992, and the stent was noted to have malfunctioned in august 1992. Upon cystoscope examination approximately 1/3 of stent placed 5/11/92 was in renal pelvis, 2/3 was in bladder. The patient did undergo unplanned surgery for removal and replacement of the stentdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.